Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was inaccurate to the point that when the surgeon was touching the tip of the nose, the instrument would track inside the mouth. The surgeon retraced the face with the same result. The surgical team reported that scans in use only contained the anterior half of the face (if viewed in coronal plane). There was no surgical delay. Troubleshooting was performed, the technical services (ts) agent deleted the patient scans off the navigation system and the site redownload. The ts agent then had the operating room team switch to three point touch registration. System functioned as intended after that point. No further information available.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, version #: 2.1.0. H3) no parts have been received by the manufacturer for analysis.  Codes: b17, c20, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Software analysis was completed. As per the case description, the site faced inaccuracy issue, the surgeon retraced face with the same result. However, the scans in use only contained the anterior half of the face. Deleting the patient scans off the system, redownloading, and switching to three point registration resolved the issue. Based on the information provided, there is no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.